Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after an infusion set change while using the ilet, with a blood glucose level of 535 mg/dl and no device alerts or alarms observed, after which the user disconnected the ilet and administered subcutaneous insulin via syringe with subsequent stabilization of glucose. Symptoms included elevated blood glucose. Outcomes included recovery without hospitalization or third-party medical assistance. Investigation included complaint handling review, user interview, review of available device logs upon request to sync, and troubleshooting and education. Investigation of this case revealed no reported kinks or visible damage to the infusion set or tubing, and the cause of the hyperglycemia remained undetermined. It was concluded that the event was user-managed with corrective action outside the ilet, and a definitive device-related failure could not be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.